Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant was deformed and broke during implantation. All device fragments were removed from the patient. A backup device was available to complete the procedure with a short delay of less than 30 minutes. No patient impact was reported.

Manufacturer narrative:
Device investigation narrative - one 72202745 biosure sync 7-8mm tibial fixation device returned. A request to revisit the complaint was submitted. The new issue created addresses the language misunderstanding. Visual inspection shows that the device is used and has acquired damages. One wing has a smooth surface at the break. It was completely sheared off. Other surface damage shows thread marks which indicate excess force on the screw. Per the IFU: ¿ensure that the tibial tunnel is a minimum of 40mm in length.¿ there has been damage that appears as a ¿melted condition¿. IFU reads: ¿caution: failure to fully seat the fixation device may result in reduced fixation strength or breakage of the device during screw insertion.¿ this device is extremely technique driven and there are multiple directions/recommendations listed. A few of which are: use of screws longer than 25 mm may result in damage to the device. Failure to fully seat the fixation device may result in reduced fixation strength or breakage of the device during screw insertion. Note: failure to use the dilator may cause difficulty inserting the fixation device into the tibial tunnel. No further investigation is warranted. (B)(4).

Manufacturer narrative:
Device investigation narrative - one 72202745 biosure sync 7-8mm tibial fixation device returned. Per the IFU: ¿prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device.¿ the complaint indicated that the fins were deformed prior to use and that lead to breakage. Visual inspection shows that the device was used and has also acquired additional damages. One wing has a smooth surface at the break. It was completely sheared off. Other surface damage shows thread marks which indicate excess force on the screw. Per the IFU: ¿ensure that the tibial tunnel is a minimum of 40mm in length.¿ the melted condition was not noted. If the device were in this condition upon receipt, it would have been impossible to use. No further investigation is warranted. (B)(4).